Event description:
It has been reported to philips that the oil of the azurion device leaked out so much that the roof tile was saturated and started to drip inside the lab. A pan was placed under the oil connection in the generator to catch some oil. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and issue occurred during the device used for cardiac arrythmia purpose. A philips remote service engineer (rse) contacted the customer remotely and confirmed that the psa tube cooling hose was leaking oil. The rse found that the cooling hoses are leaking oil in the roof and lateral generator. The philips field service engineer (fse) inspected the system onsite cut hose and rejoin the pipes. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.